Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "leaking", "rash" and concern with the product.

Event description:
Patient reported a right side "tear", "leaking because it feels different than the other", and "a rash that won't go away", "itchy, scaly". Device remains implanted.